Event description:
On (B)(6) 2011, pt reported the down button on his infusion device does not work. Pt stated he noticed it was not working when he could not decrease a number. Pt reported the issue occurred up to a year ago. Pt stated nothing changed on the infusion device's display when the down button is pressed. Pt reported the button pops back up when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.